Manufacturer narrative:
This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The device was disposed of and will not be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that at the time of transplant the surgeon noted that the bend relief was not secured onto the outflow graft. The patient was successfully transplanted.